Event description:
It was reported the device was in back up vvi mode was received via merlin.net transmission. Patient will be brought into clinic for trouble shooting and to perform device download. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.